Manufacturer narrative:
G3 h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. The patient had bilateral knee replacements. These devices are used for treatment not diagnosis.

Event description:
It was reported via legal notification, that patient, had a initial surgical procedure known as bilateral total knee arthroplasty performed on her left knee and right knee on (B)(6) 2014. Upon examination, plaintiffs surgeon determined that plaintiff's optetrak device was failing at a much faster rate than expected making the artificial knee joint more prone to wearing out, loosening, and causing pain, muscle, nerve, and bone damage. This also significantly increases the likelihood that the joint will break. On (B)(6) 2022, approximately 8 years 7 months post initial procedure, plaintiff's surgeon performed revision surgery to remove and replace the exactech devices for both knees. No device return anticipated due to this being a legal case.

Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer concomitant medical products: 2989994, 02-010-01-0225 - logic femoral ps cem left sz 2.5. 2918852, 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. 2896914, 200-02-32 - three peg patella 32mm. 3522126, 200-02-32 - three peg patella 32mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.